Event description:
During baxter's evaluation for this device for a separate symptom, it was found that it has a "no audio" condition.

Manufacturer narrative:
MFR ref no: (B)(4). The device wa received and evaluated by baxter. When the pump rear case was detached from the front case, the investigation found that the j1 flex of the back flex was not fully seated in the j6 I/o pcb connector. Trace 29 of the j1 flex leads to the speaker. If there is not a solid connection between the j1 flex and the j6 connector on trace 29, a no/low/intermittent audio condition can occur. The investigation could not definitively determine how the j1 flex became unsecured from the j6 I/o pcb connector. The rear case assembly was replaced.